Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Competitor representative.

Event description:
It was reported that noise and high impedance were noted on the lead. Patient did not receive therapy due to the noise. Lead was capped and replaced.